Event description:
The customer reported a 'defibrillator error' after attempting to deliver a shock. There was no report of adverse pt impact.

Manufacturer narrative:
(B)(4). The customer is aware that the device has been out of support life since december 31, 2006. Because this unit has been out of support life since 12/31/2006, the specific cause of the malfunction cannot be determined.